Event description:
It was reported that within one week of the device implant, the patient experienced a hematoma. The pocket was noted to be "pusy" and an infection was suspected. The pocket was revised and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4092 implantable pacing lead 2004 (B)(6). (B)(4).